Manufacturer narrative:
A review of the manufacturing documentation of the implanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was rec'd that the pt was experiencing pain at the pocket site from the implant procedure. The pt was prescribed lidoderm patches but has since stopped using them.